Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported device constantly alarms downstream occlusion which was reproduced. A review of the event history log identified downstream occlusion alarms. The cause was determined to be downstream tubing was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. There was no patient involvement. No additional information is available.